Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have low blood glucose after napping. Customer's blood glucose was 41 mg/dl. Customer treated with food. Customer declined troubleshooting. Customer will not be returning the device for analysis.